Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose was not impacted. Reportedly, when the first occlusion alarm occurred the customer removed the cartridge and reloaded it back on the pump clearing the occlusion alarm. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be the cause of the alarm. The customer indicated that they would change out the cartridge and supplies.

Manufacturer narrative:
D1. D2b.